Event description:
It was reported that a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to have leaked during patient use. The reporter stated that the extension set was leaking and that the end of the extension set was noted to be cracked where the clave attaches. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one used mc33213 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer. The reported complaint of a cracked female luer and subsequent leakage can be confirmed. The probable cause of the crack is due to a material issue on a vendor supplied part. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process.